Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a coronary artery. A 2.75mm x 8mm quantum maverick balloon catheter was selected to dilate the lesion; however, it was noted that the balloon burst. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E. Initial reporter: updated to the physician's information.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a coronary artery. A 2.75mm x 8mm quantum maverick balloon catheter was selected to dilate the lesion; however, it was noted that the balloon burst. The procedure was completed with a different device. There were no patient complications nor injuries reported.